Manufacturer narrative:
Catheter model: 8731sc, serial#(B)(4), implanted on: 2008-(B)(6), explanted on: unk; 8590-1 dacron pouch, lot # n114183, implanted on: 2008-(B)(6), explanted on: unk. Final analysis of the pump revealed a motor gear corrosion anomaly. There was significant residue and corrosion gear wheel two and three. Besides baclofen, the other drug delivered per analysis was dilaudid. (B)(4).

Event description:
A normal battery depletion was reported. The pump was replaced; patient outcome was recovered without sequelae. The pump was received and analysed. Drugs listed were lioresal and "others".